Event description:
Journal article received: effect of lag-screw positions on modes of fixation failure in elderly patients with unstable intertrochanteric fractures of the femur; wu c.c., tai c.l.; journal of orthopaedic surgery (hong kong), 2010 aug; 18 (2):158-165; reported: sliding compression screw fixation was performed to treat intertrochanteric fractures of femur after low-energy injuries on five hundred and ninety one patients. There were 18 cases that were a-23 fractures misinterpreted as a-22, all of which failed. In group 1 (13 cases) lag screws were placed in the central-central area. Failure was attributed to cut-out of the lag screws at the superolateral edge of the femoral head, which was mainly caused by lag screw head jamming the barrel of the side-plate. Group 2 (5 cases) placed lag screw in the inferior 1/3 central area. Three cases resulted in telescoping and shortening of the femur. One case failed due to penetration of the lag screw into acetabulum, and another due to plate loosening with breakage of cortical screws. According to the author, all complications could have been avoided if the surgeons had paid more attention to the preoperative radiograph or had used supplementary techniques. It is unknown if the hardware used was a synthes device. This complaint is for patient 17: female, age (B)(6). At three months post operation, a revision surgery was performed for cut-out of lag screw and total hip arthroplasty was completed. Functional outcome was good. This report is 1 of 2 for an unknown number of unknown lag screws for complaint (B)(4). It is unknown if the device is a synthes product.

Manufacturer narrative:
Device was used for treatment and not diagnosis. Date of event: (B)(6) 2010. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.